Manufacturer narrative:
A 1627487-12192011-003-r, 1627487-07262012-001-c. This ipg serial number was included in field advisories and a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-15419. It was reported the pt is experiencing heating at his ipg site while charging. The pt indicates the heating caused discomfort to the point that he stopped charging. The pt was sent a le charging system as the next course of action.